Event description:
It was reported that a flo-gard infusion pump presented an f-94 alarm (configuration option settings checksum is not 0). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, alarm log review, internal battery test and functional testing were performed. During the alarm log review the f-94 alarm was identified. The alarm was found to have been caused by a loss of configuration. The devices configuration was reset and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.